Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber fired forward after 89,000 joules and 8:55 minutes of use. A second fiber was utilized to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed that the glass tip moved freely and independently within the metal tip, demonstrating a glue failure. The glass cap exhibited severe devitrification at output window and the metal cap exhibited severe detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appeared in good condition and secured. During functional testing the fiber was tested with a hene (helium-neon) laser fixture, there were no breaks identified along the length of the fiber. The fiber connector passed the signature verification fixture test. Analysis of the returned device did not identify a defect that could potentially lead to the reported forward firing. Based on the observed glue failure a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber fired forward after 89,000 joules and 8:55 minutes of use. A second fiber was utilized to complete the procedure without clinical consequences to the patient.